Event description:
The customer reported leakage from the sides & blockage while attempting to use the item. No information was received regarding any serious injury as a result of this product issue.